Event description:
Customer reported she was not able to hear alarms. Customer stated she set alarm type and performed self-test. However, no audible tones occurred.

Manufacturer narrative:
Pump was received with no audio tone/beep due to broken transducer wire. Unit passed seat rewind, basic occlusion and occlusion tests.